Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It is reported leakage. Description: nurse went to prime needle free connector and saline squirted out of the connector sides closer to the luer on connection. This has happened 5 times in pre-op. One patient's blood sugar would not stabilize, and they noticed the bed was wet where he should have received his insulin. The package for this particular device was not saved. Insulin had to be readministered before surgery.

Manufacturer narrative:
H10: one sample was returned for investigation. The set was examined for defects and abnormalities. A crack was observed going down the threads. No other defects or abnormalities were observed. The sample was primed with water, and a leak was observed coming from the crack. The customer complaint was verified, and a quality notification was sent to the manufacturer. From the review oof the manufacturer, this incident cannot be confirmed to be manufacturing related because the crack is not on the parting line. The root cause is unknown. A device history record review could not be performed because a model and lot number was not provided by the customer.

Event description:
No additional information was provided.